Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Customer returned pump for an alleged blank display and cosmetic damage located at the retainer ring and belt clip hinge found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a damaged pcba 1 and pcba 2 where a broken pcb interface connector was noted. Test p-cap and reservoir locked properly into reservoir compartment during testing, however retainer ring damage was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer cracked pump ( in between reservoir tube and battery tube), and minor scratches on lcd window are noted. In summary, customers alleged blank display was confirmed due to a broken pcb interface connector. Unable to download confirmed. Additionally, retainer ring damage was noted as well as cosmetic damage located at the belt clip hinge was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump belt clip was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and cosmetic damage located at the retainer ring and belt clip hinge found on (B)(6), 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a damaged pcba 1 and pcba 2 where a broken pcb interface connector was noted. Test p-cap and reservoir locked properly into reservoir compartment during testing, however retainer ring damage was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer cracked pump ( in between reservoir tube and battery tube), and minor scratches on lcd window are noted. In summary, customers alleged blank display was confirmed due to a broken pcb interface connector. Unable to download confirmed. Additionally, retainer ring damage was noted as well as cosmetic damage located at the belt clip hinge was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.